Event description:
--

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that during a follow up noise was reproduced and another follow has been scheduled. There was no change to the device or lead.

Event description:
Boston scientific received information that during a follow up this device displayed noise. A save to disk was sent for review to european technical services. Analysis of the disk showed that the right ventricular sensing had decreased. All of the episodes analyzed showed noise, oversensing, which resulted in asystole for > 2 seconds on the right ventricular lead. Technical services discussed that the noise is consistent with diaphragmatic myopotentials. Technical services also discussed possible indications of the observed clinical observations, and noted that the noise could be related to friction between the implant right ventricular lead and the abandoned right ventricular lead. An x-ray was discussed to identify the root cause of the observed clinical observation. No adverse patient effects were reported. This device and lead remains implanted.